Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is assumed to have been present whilst implanted. Damages found during investigation are attributable to the removal surgery. This finding was expected because the device was explanted due to an extrusion of the device through the skin. The recipient underwent revision surgery twice, however the problem was not resolved. Reportedly, the recipient has a thin skin flap, which might has contributed to the reported issue. The investigation results appear to be in line with the problems given in the recipient report. This is a final report.

Event description:
The skin flap started breaking down on (B)(6) 2019. The surgeon noted that the stimulator housing extruded. It was reported that the user has particularly thin skin. The skin flap was revised twice since on (B)(6) 2019, once with temporalis muscle and a second time 3-4 months later with a rhomboid flap, without success. The device was explanted. As per explant report form, the device could be shifted back and forth when palpated before removal. No new device was implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the skin flap started breaking down in (B)(6) 2019. The surgeon noted that the stimulator has extruded. The surgeon reported that he revised the skin flap twice since (B)(6) 2019. Once with temporalis muscle and a second time 3-4 months later with a rhomboid flap. No product deficiency is alleged. The device was explanted.